Event description:
It was reported that a patient underwent a vaginal tear repair on an unknown date and suture was used on the vagina. During the procedure, when suture was handed back to scrub nurse by surgeon after use, the tip of the needle was missing. The surgical site was inspected by the surgeon, who was unable to find the needle point as it was very tiny. No x-rays were taken. There are no plans in place to remove the needle piece in the future as it was not identified as being retained in the tissue. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the name of the initial procedure? From my memory, it was a vaginal tear repair. Were x-rays taken to locate the needle piece(s)? No x-rays taken as the needle point is too minute and not easy to be located what anatomical structure is it located in? Size of the needle piece retained? It was while vagina was being stitched. Size of needle point less than 2mm are any plans in place to remove the needle piece in future? Nothing planned as it was not identified as being retained in tissue if retained, what is the surgeon's opinion of consequences to the patient? Cannot answer this one was there any additional tissue damage as a result of searching for the needle piece? None. The area was inspected thoroughly by the surgeon. Were there any patient consequences? None as of current.